Event description:
In (B)(6) 2008, the patient started peritoneal dialysis (pd) treatment. In 2010, the patient was diagnosed with bacterial peritonitis with culture positive for staphylococcus. The cause of the peritonitis was unknown. On an unreported date, the patient had a peritoneal effluent culture performed. The result of the culture was staphylococcus. On an unreported date, the patient transferred to hemodialysis and pd therapy was discontinued. It was unknown whether the peritonitis resolved. No concomitant medications were reported. The reporter believed that the bacterial peritonitis with culture positive for staphylococcus was not related to pd therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patient's discard supplies after each therapy, the sample was not requested. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.